Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, but the display showed end of therapy; which occurred on the homechoice during use, during dwell 5 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The hc displayed a se 2367. The tsr had the hp cycle the power on the hc again. The hc proceeded to press go to start. The tsr informed the hp to contact their registered nurse (rn). The hc was operational. Baxter contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The pd rn stated that everything has been taken care off, and is okay. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.